Manufacturer narrative:
(B)(4). All available information was investigated and the reported leak at the lock lever, mechanical jam of the lock lever and crack in the lock lever cap could not be replicated in a testing environment as the lock lever cap was not returned and the luer of the lock lever was twisted. In addition, the reported noise (device operates differently than expected) could not be replicated in a testing environment as it was likely a symptom of the luer being twisted while rotating the lock lever cap. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents reported from this lot. The reported noise and crack in the lock lever cap was due to the user technique as it was reported that the cap could not be opened, additional force was used to open the cap resulting in a creak sound and crack on the cap. The subsequent leak at the lock lever is a procedural condition resulting from the crack on the cap and twisted luer. A definitive cause for the reported mechanical jam of lock lever cap could not be determined as the cap was not returned; therefore, no further testing could be performed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The clip delivery system device referenced is filed under a separate medwatch report.

Event description:
This is filed to report the clip delivery system (cds) leak during preparation. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with an mr grade of 3. During preparation of the cds (70622u121), the lock lever cap could not be removed. Force was used to remove it, but a creak sound was heard and saline leaked from the lock lever. A crack was noted on the lock lever cap. The cds was not used and was replaced. Cds (70712u143) was prepped and was inserted. Echocardiogram visualization was challenging. When steering in the left atrium an unusual curve was noted on the shaft of the cds. Due to the curve, the cds could not steer above the valve. The clip was not implanted, and the cds was removed and replaced. A total of one clip was implanted, reducing mr to <1. There were no adverse patient effects and there was no clinically significant delay in the procedure. The patient is stable. No additional information was provided.